Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Follow up information identified that ipg was removed and replaced. The surgical intervention has resolved the patient's issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery on and did not turn the ipg to surgery mode. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. It was determined the ipg is in service app mode. Surgical intervention may be pending to address this issue.